Event description:
The customer reported that while the unit was in use on a patient, being transported by helicopter, the pump shut off. A syringe was attached to the catheter and used to manually keep the balloon inflated and moving, so no clots formed. When they arrived at the hospital, the patient was switched to another unit and therapy was continued. No patient injury was reported.

Manufacturer narrative:
The company representative observed that the power supply fan was not running and that the battery charging light was not working. He replaced the power supply and the battery. In an unrelated repair, he replaced the front end board because the atmospheric transducer would not calibrate. The unit was tested to factory specification. It functioned normally and was returned to the customer.